Manufacturer narrative:
Additional components involved in event:part no. Description14-521612 fixed screw 4x12mm14-521614 fixed screw 4x14mmper the IFU, "possible adverse effects" include"bending, fracture, loosening or migration of the implant"

Event description:
It was reported that x-rays show the construct is pulling out of the patient's vertebrae.patient outcome: revision not scheduled to date.